Event description:
The device signals error partially available movements: the bed remains free in movements, released from the controls. Cardio 2 ss hemodynamics - pavilion a - ground floor.

Manufacturer narrative:
Additional narrative was updated to reflect a clarification of the complaint description alleged by the customer. Additionally, it was described that the complaint device was in use, however, the philips remote engineer indicated that the complaint device was not in use on a patient at the time that the issue was discovered. Furthermore, additional information was available which described the replacement component that was identified to resolve the customer's issue.

Event description:
It was originally reported that the complaint device gave partially available movements error. It was additionally reported that the device signaled an error of partially available movements, that the bed remained free in it's movements, and that the complaint device was released from the controls. This event occurred at the cardio 2 ss hemodynamics, in the pavilion a on the ground floor of the user facility. It was confirmed that the device was in use at the time of the event, however, a philips remote engineer confirmed that no patient was involved at the time that this issue was discovered. This issue was reported to have been an intermittent problem and was described as a geometry error. It was also indicated that the geoipc was not booting within the expected time, or was no booting at all and was unable to communicate with the geoipc. It was confirmed that the one 452230032504, power (&control) unit without boards was consumed to during the complaint device repair.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was partially available. Review of the system log file showed that geometry booting issue and during this issue, the host pc is unable to communicate with the geo ipc. The fse replaced the geo power and control unit. After replacement, the system was returned to use in good working order.